Manufacturer narrative:
Service in the field was performed by the distributor on january 29, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on march 09, 2016. Product evaluation: the resonator evaluation was completed on march 31, 2016 and noted no damage on crate and no external damage to the resonator. Both lbos were noted to be severely moisture damaged, desiccant was 16 months old and desiccant weight was noted to be 102.8gms. Both of the lbos and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be moisture damage and desiccant in the resonator.

Manufacturer narrative:
System analysis/service repair: evaluated and repaired in the field by the distributor on january 29, 2016: the reported error code 171 was confirmed, along with error code 251. Lower than expected laser output energy was found and determined to be the result of a faulty resonator. The resonator was replaced; the system calibrated, tested and verified to specification.

Event description:
It was reported that while using the hps geenlight laser system during a prostate procedure, an error171 occurred a few seconds after depressing the foot switch; this error repeatedly occurred so the case was completed using an alternate procedure (turp). Patient outcome: "good"; there was no injury was reported.

Manufacturer narrative:
System analysis/ service repair in the field was performed on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on march 09, 2016.